Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu0061 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported a patient admitted to ed with a possible fracture in his PICC. Complicated vascular access history, previous port on left - the radiologist report stated unusual anatomy. PICC removed and new PICC placed for further chemotherapy on alternate side. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. One photograph was also returned for evaluation and appears to be of the returned sample while still inserted in the patient. An initial visual observation showed use residue on the returned sample. A circumferential split was observed in the catheter between the 9 cm and 10 cm depth marker, approximately 11 cm distal to the molded joint. The 4 cm through 12 cm depth markers and the ink on the extension leg were observed to be faded. A microscopic observation revealed the edges of the split were rough but mostly straight, and one edge was observed to be slightly rounded. The fracture surfaces of the split were found to have an uneven and granular texture. Whitening of the catheter material was observed at the corners of the split. The location of the leak found in the returned catheter appears to be underneath the gauze and clear dressing and possibly at, near, or just within the insertion site in the returned photograph. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redu0061 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported a patient admitted to ed with a possible fracture in his PICC. Complicated vascular access history, previous port on left - the radiologist report stated unusual anatomy. PICC removed and new PICC placed for further chemotherapy on alternate side. No other information was provided.